Event description:
Three days post procedure of a percutaneous transluminal angioplasty (pta) to the superficial femoral artery, it was confirmed by contrast that the exoseal plug remained at the middle of the center of the deep femoral artery. The physician tried to remove the plug with using forceps, however, was able to only remove half of the plug. The patient is in followed-up. The exoseal was placed in the target lesion without any issues post pta. The physician commented that the plug was stuck with a stent (epic9/10mm) because the stent was placed at the proximal of a sheath introducer. The rate of stenosis is unknown.

Manufacturer narrative:
Concomitant products: stent (epic9/10mm), unknown sheath introducer. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information received indicated that a retrograde approach was used with an unknown sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was a stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The patient did not show any signs and symptoms of distal blood flow occlusion. Hemostasis was no achieved with the exoseal. The procedural films are not available. The physician had achieved certification on the use of exoseal. Hemostasis was achieved by manual compression. Complaint conclusion: as reported, three days post procedure of a percutaneous transluminal angioplasty (pta) to the superficial femoral artery, it was confirmed by contrast that the exoseal plug remained at the center of the deep femoral artery. No reports of patient injury were reported. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer after a retrograde approach. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have any visible calcium or plaque. The vessel did not have any stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The physician commented that the plug was stuck with a stent (epic9/10mm) because the stent was placed at the proximal end of a sheath introducer. The physician attempted to remove the plug using forceps, however, was only able to remove half of the plug. Hemostasis was achieved by manual compression. The patient did not show any signs or symptoms of distal blood flow occlusion. The physician had achieved certification on the use of exoseal. The product was not returned for analysis. Review of lot 17110730 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It was observed during review that no non-conformances were generated. According to the product instructions for use (IFU), users are cautioned to not use the exoseal vcd to close arteriotomies created in areas of calcified plaque or stented segments. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, procedural factors, such as attempting to place the exoseal in a stented segment, may have contributed to the event reported. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.